Event description:
The consumer reported that they were recharging their implantable neurostimulator (ins) every other day and the battery only lasted for only 48 hours. The patient noticed this about four months prior to the report when she had her settings changed. The patient does charge their ins completely full and there were no trauma/falls reported. It was also reported that the ins developed a tendency to provide a strong/uncomfortable stimulation since the settings were changed and the sleep mode was activated. The patient stated that she was a bit scared of driving because she would not know when this would happen as this had happened many times before while shopping or walking, and she would get this bolus of electricity. On (B)(6) 2016, the patient reported that the uncomfortable stimulation and having to charge every other day had not been resolved and no steps were taken to resolve these issues. The patient did not see a physician for the issues because there were none close to her area. It was noted that with the replacement ins, in the last 4-6 months, the patient would feel overstimulation when they would walk for 2-3 hours and it was painful enough to quitusing the system. The indication for use for the implanted device was noted as multiple back operations, failed back surgery syndrome, and spinal pain. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the shocking while driving or walking had been resolved after reprogramming one or two years ago. The rep stated that group b1 was reduced to 0 volts and adaptive stimulation was disabled. It was also discussed that the patient was charging too often. The rep stated that the patient was recharging for 5 hours. They reported that before bed the ins was 50% full, and when the patient got up the next morning it was 0% full. Recharging statistics were reviewed with the patient. The patient indicated that they recharged approximately every 2 days and agreed that the 2.5 day estimate was accurate. No further complications were reported.